Manufacturer narrative:
Additional information provided by the sales rep indicated the patient has no symptoms of discomfort or pain. The irregularity was only detected when the patient returned for a routine post-op checkup. The examination also revealed that a successful fusion/healing had been achieved. Revision surgery is not required at this time. An evaluation of the set screw is not possible. The implant has not been removed from the patient nor has the identifying lot number(s) been provided. Upon the receipt of additional information and/or the suspect implants a follow report will be submitted.

Event description:
Patient returned for a 3 month post-op visit and x-rays taken at the time found two broken 14mm self-drilling screws. The trestle luxe plating system was originally implanted on (B)(6) 2016.